Event description:
Additional information was received from a company representative. The patient had an initial consultation with the physician on (B)(6) 2011.

Manufacturer narrative:
Device code removed from the event as it no longer applies and replaced.

Event description:
Additional information was received from a device manufacture representative. The catheter revision was completed on (B)(6) 2012. A catheter fracture was noted at the pin connector of the 8711 and a 8590-8 was the only item used for the revision.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n317079, implanted: (B)(6) 2012, product type: accessory. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (hydromorphone) (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient experienced swelling in their back so they "redid the catheter" and found there was an issue with the "coupling" or connection. It was believed an ultrasound was done to diagnose the issue. The event date was (B)(6) 2012 (date is approximate as the date was unknown). Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.